Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure); wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Patient reported right side possible "leak", and looking "smaller" as well as "rippling". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side possible "leak", and looking "smaller" as well as "rippling". Device was explanted.